Event description:
On (B)(6) 2012 customer reported a fluid leak under the lh500 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the probe wash was not draining properly due to a lack of vacuum suction. Fse also found that the mixing chamber was not draining. Fse replaced the tubing at pinch valve (pv)35 and solenoid (lv) 40, which controls the waste path from the probe rinse to the differential waste chamber and waste drain. This resolved the issue and no further leaking was reported. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).